Manufacturer narrative:
Initial.

Event description:
It was reported that while using the ilet with a dexcom g7 continuous glucose monitor (cgm), the user experienced recurrent and prolonged drops in blood glucose with the lowest value reported at 51 mg/dl despite adjusting meal announcements and intake, used oral glucose to treat, and requested functional review. The user also asked whether to stop announcing meals and whether to remove the ilet during physically demanding outdoor work. Symptoms included malaise associated with hypoglycemia. Outcomes included an unexpected medical intervention requiring medication. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a specific medical device problem or implicated device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.